Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Device photo analysis: visual analysis of the photographs identified: loss of failure to bond: unable to observe in the photos. Material rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. It is not possible to determine the lot number or catalog through the photos provided. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: silicone migration and rupture.

Event description:
Healthcare professional reported left side lumps not related to the device. Healthcare professional additionally reported "silicone in left axilla," and "totally ruptured implant." The device has been explanted.